Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of a bard/davol composix kugel mesh (device #1) (B)(6) 2007 and a bard/davol composix kugel mesh (device #2) on (B)(6) 2007. It is also alleged by patient's attorney that on (B)(6) 2007 and (B)(6) 2019, the patient had unspecified injuries related to a defect in the composix kugel mesh (device #1), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the two (2) composix kugel mesh (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.